Event description:
It was reported that the patient received an inappropriate shock, and that there were high pacing and svc (superior vena cava) coil impedances. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defibrillation conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation bilumen tubing had voids, the outer insulation was torn, the outer insulation was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.